Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl with low ketones while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site (back), causing the cannula to dislodge. The patient visited dr. (B)(6), (B)(6). Due to the elevated blood glucose. The pod was removed and discarded by the healthcare professional. The patient was also given 4 units of insulin via injections and advised to hydrate. No diagnosis was provided by the healthcare professional. The patient's blood glucose level normalised after 4 hours and a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.